Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17446. The pt received 2 scs systems. It was reported the pt's scs ipgs are depleted and unable to communicate due to the pt not recharging. The pt is consulting with the physician regarding surgical intervention to address the issue.